Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum 360 pump that was reported to stop working during an infusion of levophed on a critical patient being treated for cardiac arrest, with a secondary diagnosis of coronary artery disease. The pump was infusing levophed at .09mcg/kg/min, with a concentration of 4mg in premix of 250 ml of 5% dextrose in water. It was noted that the patient¿s blood pressure was rapidly declining and on inspection of the pump, found the pump was not infusing the medication, was blinking with the plum 360 logo with no audible alarm and the keys would not work. There was no warning alarm before the pump stopped working, the medication was quickly restarted on another pump and patient¿s blood pressure was restored. The patient¿s blood pressure reported to drop to the 60s systolic during the transfer. It was reported that the patient was also receiving amiodarone, precede, heparin, insulin, antibiotics, ns, propofol, and vasopressin. There was patient involvement, there was adverse event reported and a delay in therapy; however, the patient recovered with no long-term effects and is still admitted.

Manufacturer narrative:
D10 - date returned to manufacturer - 12/16/2019. H10 - testing confirmed the customer's complaint that the device with ln 30010-04-05 sn (B)(6) was erroring out with depleted battery, replace battery and low battery errors. The ce board and mechanism driver board were replaced and a new ICU medical battery was installed. The battery operational protocol was run and the device passed protocol. The probable cause was a defective ce module assembly and mechanism driver board assembly and battery. The customer's complaint that the keypad wasn't working could not be confirmed. The device passed the keypad pvt test. The probable cause was not found. The customer's complaint that the device shut off with no warning could not be confirmed. During the investigation the pump shut off several times with a low battery/depleted battery error. Each time the device audibly alarmed several times before it shut off. The probable cause was not found. During pvt investigation, connectors for both the power supply and mechanism assembly to found to be worn/damaged and both wiring harnesses/connectors were replaced. The probable cause was physical damage. The customer¿s in-house service/repair history was reviewed, there were no significant findings in the history of the service